Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pain/left side pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 916898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no." On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge/vaginal discharge"), alopecia ("hair loss") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, vaginal discharge, fatigue, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received-lot number received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, migraines / headaches, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, hair loss were added. Outcome of pain was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pain/left side pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 916898-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included headache, depression, nausea and vomiting. Concomitant products included escitalopram, hydrocodone, ibuprofen, lamotrigine and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge/vaginal discharge"), alopecia ("hair loss") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage, urinary tract infection, migraine, dysmenorrhoea, vaginal discharge, fatigue, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 17-dec-2018: update of information (batch not valid). On 6-dec-2018: medical records- medical history and concomitant medication were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.